Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer took no action to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.